Manufacturer narrative:
During inspection and testing, error message ¿no sdi 1 signal¿ was found indicating an image issue due to printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation the image error message was caused by failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, error message ¿no sdi 1 signal¿ was found indicating an image issue due to a faulty circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.